Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, and performance tests performed. The possibility that electrical leakage had caused the pocket site pain was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the paddle lead had been damaged. The body was cut, and three electrode contacts were missing from the paddle. The cut damage was a result of a typical explant procedure, and it was not considered a failure. The root cause of the three missing electrodes was unknown.

Event description:
A report was received that the patient was experiencing pocket pain. The physician believed that the ipg was resting on the sciatic nerve causing the patient's pain, however, an x-ray was taken and confirmed that the ipg was not resting on the sciatic nerve. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pocket pain. The physician believed that the ipg was resting on the sciatic nerve causing the patient's pain, however, an x-ray was taken and confirmed that the ipg was not resting on the sciatic nerve. The patient underwent an explant procedure and was doing well post-operatively.